Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed with the customer that the issue was resolved, and no further investigation was required. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ es server the user reported there were multiple error messages on all of the machines, such as patient information delayed down, discrepancy alert, patient or order data may not be current and interface problem for 24 minutes. Despite the errors, user was still able to access medications, and patient information continued to display on the devices. There were no adverse events or injuries reported based on this event.